Event description:
Had a medtronic spinal cord stimulator implanted on (B)(6) 2016. Each time it has been turned on, I get like an electrical shock or jolt with intense burning felt inside my back at stimulator site. My doctor thinks it's definitely a defective device therefore, wants to remove it, but medtronic will not agree to pay for the surgery. I have rsd in both lower legs with excruciating pain, along with elevated blood pressure because of pain. Please help in getting the surgery approved by medtronic.